Manufacturer narrative:
Follow-up #1 date of submission 12/15/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the data for the time of the reported bg excursions is unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed during testing with no issues; the pump did not give extra units during the "fill cannula" step. The pump was exercised for 29 hours with no delivery issues found. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The reported elevated blood glucose can be attributed to external factors resulting in stress, and the reported low blood glucose has been attributed to use error, as the patient stated she performed the fill cannula step while attached multiple times and received extra insulin.

Event description:
The patient claimed her blood glucose has been elevated due to the stress of school, a move, and being a single parent. On the day of the phone call to animas, (B)(6) 2011, the patient had a low blood glucose reading of 38 and 47 mg/dl. The patient administered self treatment with 8 glucose tablets following by food. Her blood glucose was corrected to 151 mg/dl. Prior to the alleged low hypoglycemic episode, the patient had four loss of prime on the animas insulin pump. Reportedly, the patient filled the cannula 4 different times while connected to the subject pump and inadvertently took 2.8 units of insulin. In addition, the patient worked out at the time of concern. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patient's alleged elevated blood glucose. The total daily dose based on the basal and bolus amount are all accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The patient had changed his birth control and has been very active and stressed out lately. The patient's insulin to carbohydrate ratio recently changed. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to a use error and because the patient allegedly had low blood glucose of 38 and 47 mg/dl and received medical intervention accordingly. The use error occurred when the patient reportedly did not disconnect while priming his cannula and inadvertently to extra insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.